Event description:
Boston scientific received information that the patient with this device system experienced a syncopal event and passed out for a brief period of time. The patient was presented in the ER. Upon device interrogation, all tests were within acceptable limits. During the episode, the device had displayed a gradual rate increase to 120, then the sensor rate fell to 60-70. Possible 2:1 atrial flutter or ventricular tachycardia (vt) was discussed, however, was not confirmed. The local area sales representative reported that this patient has a long history o syncope/seizures. Reprogramming of the device was performed to turn on atrial tachy response (atr) storage in the arrhythmia logbook. No further observations were noted.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.